Event description:
This pt was enrolled on the (B)(4) trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with a unruptured aneurysm on the anterior communicating artery. Pt developed left facial, tongue and neck swelling immediately after angiogram and coil embolization on (B)(6) 2014 following extubation from general anesthesia and was re-intubated to manage airway. CT angiogram was then performed the same day on (B)(6) 2014 and showed extensive soft tissue swelling of the left side of the mouth, tongue and neck, concerning for small left external carotid distribution vascular injury with possible pseudoaneurysm. The pt also had repeat diagnostic angiogram the same day on (B)(6) 2014 which found no significant arterial leak to merit repair but showed a small left pterygoid region pseudoaneurysm for which the exact supply was indeterminate. On (B)(6) 2014, pt remained intubated with noted left neck fullness and tongue swelling that was stabilized. A repeat CT angiogram of the neck was performed and showed persistent pseudoaneurysm in the pterygoid region. She experienced a drop in hemoglobin from 12 g/dl to 7 g/dl which required blood transfusion. A repeat angiogram was performed to reassess the pseudoaneurysm and to try to embolize the source. Embosphere and embolization of the supply of the pseudoaneurysm was successful with no residual aneurysm seen on the left external and left common carotid artery injections. There were no procedural complications noted and the pt was transferred back to ICU and remained intubated. On (B)(6) 2014, pt had mra of brain which again demonstrated post-procedural changes from stent-assisted coil embolization of acom and small amount of residual filling. Eval for residual pseudoaneurysm in the left pterygoid region was limited by technique and artifact on mra and CT of the temporal bones was performed the same day. The pt remained intubated on cpa as metabolic acidosis improved and resolved. On (B)(6) 2014, the pt was extubated w/o issue. The pt transferred out of ICU on (B)(6) 2014 to telemetry. Pt complained of some left-sided neck pain and stable headaches which continued to improve but denied any chest pain or short of breath. Pt was discharged on (B)(6) 2014.